Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 27-dec-2016 found waste tubing was too high on connection. Waste fluid was not draining propertly backing up to well. Raised g8 to create gravity flow. Ran qc (quality control) and precison with good results. The most probable cause of the reported event was waste tubing too high.

Event description:
On (B)(6) 2016 the customer reported intermittent low total areas on capped whole bloods with their hlc-723g8 analyzer. On (B)(6) 2016 the customer phone called to ask about service and reported still getting low area intermittently. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.